Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was used in the esophagus during an esophageal stenting procedure performed on february 14, 2015. According to the complainant, the stent was implanted to treat a malignant stricture involving the lower esophageal sphincter. Reportedly, the patient's anatomy was not tortuous. During the procedure, after dilating the lesion with an 11mm savary gillard dilator, the physician advanced the device to the target area and began to deploy the stent. However, resistance was felt and the deployment suture "got stuck" after the stent was partially released. The physician moved the delivery system 4cm proximal to the stricture and was able to continue deploying the stent. The physician then pulled the delivery system back to its original position within the stricture but the deployment suture again became stuck. So the physician pulled the delivery system proximal to the target site and fully deployed the stent thereby not covering the entire stricture. A different stent was then implanted within the ultraflex esophageal distal release to cover the distal end of the stricture. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
An ultraflex distal release esophageal stent with the delivery system was returned for analysis. No deployment suture was returned. Visual examination of the returned device noted that the stent was received deployed and there were no issues with the profile of the stent or the delivery device. The positioning of the ro markers was correct. The stent was able to be released during the procedure but not in the intended location, indicating that the cause of the reported deployment difficulties was most probably due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was used in the esophagus during an esophageal stenting procedure performed on (B)(6) 2015. According to the complainant, the stent was implanted to treat a malignant stricture involving the lower esophageal sphincter. Reportedly, the patient's anatomy was not tortuous. During the procedure, after dilating the lesion with an 11mm savvary gillard dilator, the physician advanced the device to the target area and began to deploy the stent. However, resistance was felt and the deployment suture "got stuck" after the stent was partially released. The physician moved the delivery system 4cm proximal to the stricture and was able to continue deploying the stent. The physician then pulled the delivery system back to its original position within the stricture but the deployment suture again became stuck. So the physician pulled the delivery system proximal to the target site and fully deployed the stent thereby not covering the entire stricture. A different stent was then implanted within the ultraflex esophageal distal release to cover the distal end of the stricture. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on 18may2015: the physician clarified that ultraflex esophageal distal release stent was removed from the patient prior to placing the second stent that completed the procedure.